Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the line detached above the filter which allowed air into the line causing a steady stream of bubbles to come into the drip chamber, inhibiting the line to drip properly. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident. Multiple unsuccessful attempts were made to obtain a sample. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.